Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: (B)(4). Viewer to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a procedure, a loss of video occurred on the left eye of a surgeon console. The endoscope was plugged in, and the surgeon noticed the issue upon sitting at the console. The surgeon then moved to a second console to continue the procedure. The technical support engineer (tse) reviewed the logs and found no errors. The tse recommended performing a power cycle when possible. The customer continued with the case. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the case was completed robotically. The case was delayed by2-5 minutes. The other console was working perfectly.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. Performed a visual inspection and found no problem related to reported issue. Checked and found no recorded errors in lighthouse/aperture so installed on an internal test system. During system testing was unable to replicate reported issue left eye going black. The complaint was not confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the product found no functional issue. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.